Event description:
It was reported that (1) tlc10 was used during an unknown procedure. It was reported by the affiliate that the tlc10 cutter was fired but did not staple when the duodenom was transected. The duodenom had to be sutured with pds. There was no consequence to patient.